Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: safety mode. Tf331001 (pvent-control defect during start-up (selftest failed)) no patient involvement.